Event description:
It was reported that second degree heart block occurred. A temporary pacing lead was placed and then a 25mm lotus edge valve system (lot#0024345605) was advanced over a lotus introducer sheath. The lotus edge valve was deployed and a mild waist was present. A tug test was performed. On release of the lotus edge valve the sheathing aids remained engaged. As the sheathing aids released the valve embolized to the aortic arch where it was positioned. A new 25mm lotus edge valve (lot#0023856665) was implanted. Post procedure, after the temporary pacing lead had been removed, the patient went into second degree heart block. A new temporary pacing lead was placed immediately followed by a permanent pacemaker. There was some junctional rhythm throughout the procedure. The patient is stable and discharged.